Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Event description:
It was reported the patient's ipg became inoperable. Surgical intervention was undertaken during which ipg was explanted and replaced. Therapy was restored post-op.